Event description:
It was reported that prior to starting a da vinci surgical procedure, it was identified that a wire separated on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's grip tips to be bent. One grip was bent which caused side to side misalignment of the grip. There was a .028 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.